Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section g1, contact office - manufacturing site, of the initial medwatch report indicated: (B)(6). Section g1, contact office - manufacturing site, of the initial medwatch report should have indicated: (B)(6).

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.